Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty force sensor (gold). Pump passed the rewind, basic occlusion and displacement test.no motor error alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 79 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was able to complete pump rewind. The customer received numerous motor errors within the last few days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.